Event description:
It was reported that the programmer/device would not load data from the interrogation. The programmer was returned for service. The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) programmer interrogates with a known good device. Programmer passed all functional tests. (B)(4) no telemetry with rf (radio frequency) head; rf head cable found out of electrical specification.